Manufacturer narrative:
Findings: pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No excessive no delivery alarms noted. All buttons function properly. No button error alarms noted. Scratched display window noted.

Event description:
It was reported that the insulin pump alarmed button error and no delivery alarm. Troubleshooting was done for no delivery alarm. Customer stated alarm was resolved by a complete infusion set change. Customer's blood glucose at that time was 113 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.